Event description:
It was reported that the customer is replacing the lvp display board due to dim segments.

Manufacturer narrative:
Additional information added to: d4,d10, h4. Corrected h6-patient code. *************************************************** the reported issue of dim segments was confirmed on the returned device. Inspection: it was reported that (1) lvp display board will be replaced due to dim segments. Pump module s/n (B)(6) was received in good condition. Visual inspection of the board was performed, and no damage, corrosion, or cold solder was observed. All parts inspected are manufactured by bd. Log summary: n/a ¿ logs were not provided or deemed necessary for this investigation. Testing: the board was tested running a basic infusion at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified that the lvp display board assembly was observed to have dim segments. The exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 14-nov-2011. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has been previously returned for service (twice). One of the two service notifications is for dim segment issues (301616625). Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the customer is replacing the lvp display board due to dim segments.